Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. The side button works without the patient pressing it and the device switches to the fast bolus even when she is not handling the infusion device.